Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system was oversensing resulting in inhibition of pacing in a pacemaker dependent patient.